Event description:
It was reported that during engineering evaluation, it was observed that the small battery drive device had a sticky trigger and worn coupling head. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger and worn coupling head. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.